Event description:
There was no patient involved in this event. The device is switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2009 and performed to specification up to the 29th june 2014. A fresh pad-pak was installed during this time. Multiple manual power ups, some of ten minutes duration, were observed in the device memory between the (B)(4) 2014. Voltage fluctuation was observed, with the votlage decreasing between 26th april 2015 and the 3rd may 2015. The device failed a self-test due to a low battery on the 7th june 2015.investigation found the reported fault can be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The voltage fluctuation was caused by either the pad-pak not being properly seated in the device, a partially depleted pad-pak being installed or failure of the battery terminal pogo-pins.the pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.